Manufacturer narrative:
Per the reported event, fluoroscopy of the disc position before collagen deployment was not obtained. It should be noted that imaging is specified in the IFU to locate the sheath position and arteriotomy location. Imaging also allows the user to assess the severity of the vascular disease, vessel tortuosity, and vessel diameter and identify the presence of an existing stent or other implant at the arteriotomy site. The device was not returned, and images of the sheath and fluoroscopy of the device placement were not obtained. No device malfunction was reported. Conclusion: based on the information available for review, the potential cause was that fluoroscopy was not taken to verify the collagen position in respect for the arteriotomy. As a result, collagen was deployed / partially deployed in the vessel resulting in vessel occlusion requiring intervention. Additional procedural factors such as sheath exchange, insertion of closure device in conjunction with the degree of the vascular disease and condition (calcification near the arteriotomy site) may have been contributing factors to this event but this is unknown.

Event description:
The vascade device was selected for closure and inserted into the sheath. The disc was deployed, but the disc was not pulled against the arteriotomy and temporary hemostasis was not achieved. Fluoroscopy was not utilized to verify the disc was in the proper position. At this point, the doctor inserted the key into the lock and pulled back the sleeve to expose the collagen. The doctor then tried to pull the disc against the arteriotomy in an attempt to put the collagen into the tissue tract. The disc was de-deployed, the device was removed and the staff reverted to manual compression. In recovery, the patient felt numbness in his foot. The vascular surgeon was consulted, and an endarterectomy was performed to remove the collagen plug. . The patient was discharged and doing well.